Manufacturer narrative:
(B)(4). The device was requested for manufacturer laboratory investigation and was not yet been received. The investigation is still pending. A supplemental medwatch will be submitted when further information becomes available. Additional information: the product mentioned under section d is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under 510(k): k101153.

Event description:
It was reported the customer detected a large leak in the recirculation of a 1/4 x 1/4 connector during priming. The customer changed this section out." (B)(4).

Manufacturer narrative:
On (B)(6) 2016 02:38 pm (gmt-4:00) added by (B)(6) ((B)(4)): the product was investigated in the laboratory of the manufacturer. A tightness test was performed. Leakage was detected on both sides of the 1/4 x 1/4 connector were the tubing's are connected. The cable ties could be turned and moved. Based on this the failure "leak on luer lock connector" could be confirmed. Most probable the leakage was caused by untight tubing connections. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time.

Event description:
On (B)(6) 2016 02:30 pm (gmt-4:00) added by (B)(6) ((B)(4)): (B)(4).